Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the osp pipette assembly; the reagent dispensed correctly into all wells. The problem was determined to be related to a bad disposable syringe used for delivering reagent. The instrument was inspected, tested without further problem, and returned to service.